Manufacturer narrative:
Additional information provided: b.3 & d.11. No product will be returned per customer. The customer complaint of y tubing was broken ¿separated¿ from its insertion point was confirmed. Photo provided by the customer showed tubing separated from the pvc tubing to the inlet port of the drip chamber blood filter top cap. The tubing appeared to be primed. The root cause could not be determined.

Event description:
It was reported that there was a tubing break, that resulted in a leak. It was noted that after the clinician administered an IV push pressor and unclamped the fluids, "an outpouring of liquid" was heard and one side of the y tubing was "broken from its insertion point". It was noted in the initial message that there was no patient harm as a result of this event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information not provided.

Event description:
It was reported that there was a tubing break, that resulted in a leak. It was noted that after the clinician administered an IV push pressor and unclamped the fluids, "an outpouring of liquid" was heard and one side of the y tubing was "broken from its insertion point." There was no patient harm.